Event description:
An olympus representative reported to olympus, on behalf of the customer, that the distal cover fell off of the evis exera iii duodenovideoscope while withdrawing the scope through the gastric tube inside the patient during an endoscopic retrograde cholangiopancreatography with a percutaneous endoscopic gastrostomy tube change. The distal end cover was retrieved using the duodenovideoscope, and the procedure was completed without delay. There was no harm or user injury reported due to the event. (B)(6) reports the distal end cover. (B)(6) reports the duodenovideoscope.

Event description:
This supplemental report is being submitted to retract the importer's medwatch report, as it was inadvertently submitted in error. This report is related to manufacturer's MDR number , which was submitted as a malfunction report.